Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the device stopped working during the night. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector during visual inspection noted. The pump passed the leak test. The pump was received with normal sleep currents. The pump was monitored for several days and no blank display was noted. The battery tube connector plugged in properly during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, keypad overlay texture damage and minor scratches on the lcd window.